Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. It also indicated an r-wave amplitude measurement issue.

Event description:
It was reported that electromagnetic interference was recorded by the device and the right ventricular lead was noted to have low r-wave sensing. The device and lead remain in use. No patient complications have been reported as a result of this event.